Event description:
It was reported the lithotripsy probe nose cone broke. The issue occurred 20 minutes into a percutaneous nephrolithotomy and a replacement device was used. This second device failed after 5 minutes as well. A third device was used to complete the procedure. There were no reports of patient harm. This is report two of two.

Manufacturer narrative:
Related a1 - patient identifier: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.